Manufacturer narrative:
The device was returned for evaluation, and the exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting at the location of the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. There was no other damage found with the device and the cause of the event could not be conclusively determined.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 13.9 mmol/l (250.2 mg/dl) between 1 and 4 hours of wearing the pod. The reporter stated the pump does not seem to be delivering insulin through the cannula. The pod was removed from their arm, and a new pod was applied. Device investigation found the cannula had a tear.

Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was received for evaluation, and the exposed portion of the soft cannula was found to have a tear. A leak test was conducted, and fluid was observed exiting from the tear in the cannula. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. The investigation found no other damage or deficiencies with the device and the cause of the event could not be conclusively determined.